Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 48-289 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, low bg was due to the pump settings needing adjustment. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.